Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that: it was impossible to insert the manta system into the introducer. A second device was used, and the deployment of the manta was performed with success in the artery. There was no patient consequence. As of 25-jan-2022, no further information was provided from the account after three good faith attempts.

Manufacturer narrative:
One 18f manta closure unit, one manta sheath, were returned for investigation. The device was decontaminated then visually inspected. During inspection the engineer noted minor blood particulates and the customer returned the manta closure device locked into the sheath with the components pushed out of the lumen. The closure unit exhibited an engaged lever. The device lot number was not reported for this investigation. Based on the information submitted, following an undisclosed procedure, a 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. It was reported to be impossible to insert the manta system into the introducer. A second 18f ce manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.